Manufacturer narrative:
The representative from the manufacturer visually examined the driveline connector and the controller. Upon examination he noted that there was dried crystalline like material around the pins on the connector. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. Device remains implanted.

Event description:
It was reported that the patient began experiencing electrical faults with the controller. Preliminary evaluation of the log files suggested that there may be some contamination in the connection between the driveline and the controller. A decision was made to schedule the patient for a cleaning procedure of the driveline connection to the controller. The patient reportedly first began to experience the electrical faults approximately three (3) days before the cleaning procedure was performed. A representative from the manufacturer responded to the treating facility to complete a cleaning procedure of the connector between the driveline and controller. The patient was brought to the operating room, intubated and prepped for a potential bypass procedure for the cleaning procedure due to the patient having an over-sewn aortic valve. The controller was disconnected twice for cleaning with each disconnect lasting approximately thirty (30) seconds. The device remains implanted and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.